Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a patient presented via remote transmission, oversensing was suspected. Review of the strips indicated rv noise. The patient was seen in clinic. Capture, impedance and sensing were all appropriate. No intervention was performed and the device remains implanted. The physician decided to monitor the lead as the electrical parameters were all good. The patient was stable before, during and after the event.

Event description:
New information received noted further review reiterated prior assessment. Signs of noise were noted on the lead. No further information is available at this time.

Manufacturer narrative:
Further information was requested but not received. Additional information - correction - the complaint with manufacturing report number 2938836-2018-07506 should have been submitted on the lead reported in manufacturing report number 2938836-2019-15861 and was submitted on the implantable cardioverter defibrillator (2938836-2018-07506) previously in error and it's corrected in this follow up report.

Event description:
Related manufacturer reference number: 2938836-2019-15861. New information received states that the patient presented in clinic for routine follow up. Upon interrogation, noise was still noted on the right ventricular lead. Elective replacement of implantable cardioverter defibrillator due to advisory and lead revision was discussed. The patient was stable before, during and after the clinic visit.